Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition. The event history log was reviewed and there was evidence of 1660 and 1610 error codes (ec). The device was powered up and alarmed ec 1660/1610 which is an issue with processor on the circuit board. The circuit board will be replace to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump alarmed error 1660 during testing. There was no patient involvement.